Manufacturer narrative:
The device and guide wire were discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot numbers were not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred. The target lesion was 99% stenotic and was located in the right coronary artery (rca). The physician used a 6fr introducer sheath and a csi viperwire guide wire to access the lesion. A temporary pacemaker was inserted into the patient prior to the intervention. The oad was loaded onto the viperwire guide wire and advanced just proximal to the lesion. The physician performed three runs at low speed in the proximal segment of the lesion and an additional three runs at low speed in the distal segment of the lesion. The oad was removed from the patient, but post-atherectomy angiography revealed that the viperwire guide wire had moved into a distal side branch. Additionally, a perforation was observed in the side branch where the tip of the guide wire was located. The physician performed balloon angioplasty and followed-up with stent deployment to resolve the perforation. The patient status remained stable throughout the procedure. Additional information was requested, but was denied by the facility.